Manufacturer narrative:
The reported event could be confirmed since images of CT scans were provided and shows loosening of the tibial and talar components. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿the tibial component shows radiolucence and some cavities, additionally, there seems to be some anterior subsidence visible in the CT scan. These findings suggest loosening and migration. The pe cannot be assessed directly in the CT scan. There is no indirect sign of loosening or migration. The talar component shows some radiolucence and smaller cavities as well it might be subsided in the anterior condensed area. The talar component is loosened and a migration is likely.¿ based on investigation, the root cause was attributed to a patient related issue. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities.¿ indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.